Manufacturer narrative:
Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
H6 health effect and medical device problem updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was noted that a foley catheter was placed, and the patient exhibited hematuria. The patient subsequently expired.